Event description:
It was reported that during a routine follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) was observed to exhibit high out of range shock impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) for analysis of the stored device data. Upon review, the daily impedance measurement trends were confirmed to show random jumpy high out of range impedances. It was noted no noise on the rv lead. Ts suspected possible cause to be due to spring contact issues and recommended for the device and lead be evaluated further in person and a replacement procedure to be performed. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) was observed to exhibit high out of range shock impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) for analysis of the stored device data. Upon review, the daily impedance measurement trends were confirmed to show random jumpy high out of range impedances. It was noted no noise on the rv lead. Ts suspected possible cause to be due to spring contact issues and recommended for the device and lead be evaluated further in person and a replacement procedure to be performed. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was reported that a replacement procedure was performed. This cardiac resynchronization therapy defibrillator (crt-d) device was explanted due to intermittent high out of range shock impedances and replaced with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) was observed to exhibit high out of range shock impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) for analysis of the stored device data. Upon review, the daily impedance measurement trends were confirmed to show random jumpy high out of range impedances. It was noted no noise on the rv lead. Ts suspected possible cause to be due to spring contact issues and recommended for the device and lead be evaluated further in person and a replacement procedure to be performed. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was reported that a replacement procedure was performed. This cardiac resynchronization therapy defibrillator (crt-d) device was explanted due to intermittent high out of range shock impedances and replaced with a new device successfully. No additional adverse patient effects were reported.